Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were submitted to the manufacturer for evaluation. While a sample was not available for investigation, the issue of microbubbles is a known issue. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: we use the sl-2010m2096/sl-2010m2096a bloodlines and have found several lot #s that have bubbles in the arterial line. Teammates have complained that quality of the bloodlines have changed but visually, we are not able to determine if the bloodline will cause the bubbles in the arterial line until it is in use. Fortunately, we have not had any adverse patient incidents.